Manufacturer narrative:
Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production.

Event description:
Hamilton medical ag received the following incident description: "hamilton medical ag received the following incident description: while preventive maintenance testing ,high leakage was observed at flow tank overpressure relief valve side. "